Event description:
Rising ldh, peaked @2286 on (B)(6), suggested pump thrombosis. Rx with systemic anticoagulation and integrillin therapy. D/c anti-thrombosis rx due to gi bleeding requiring blood transfusion. Lvad exchange deemed not appropriate due to her poor mental status , likely poor function and quality of life.

Manufacturer narrative:
(B)(6)